Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. It was reported the patient was hospitalized for the event. Treatment was not reported. At the time of this report the patient outcome was not reported. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The previously reported peritonitis was due to a breach in aseptic technique resulting in the peritonitis event. The breach in aseptic technique was further described as the patient performed peritoneal dialysis therapies without wearing a mask in unclean conditions. Beginning on the day of onset, the patient was treated with vancomycin 1 gram daily intravenously for nineteen days for the previously reported peritonitis event. On unreported date(s), the patient was treated with ceftriaxone (route, dosage, frequency, and duration not reported) and peritoneal lavage (dosage, medication, frequency, and duration not reported) for the previously reported peritonitis event. Dianeal and extraneal therapies were ongoing. After thirty-eight days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis event (previously, the outcome was not reported). On an unreported date, the patient was retrained on the proper aseptic technique. This report is for a breach in aseptic technique which resulted in the previously reported peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.